Event description:
Olympus was informed that the front left wheel of the cart broke after a nurse had moved the unit to a different location. One of the castors on the device reportedly broke, and the cart toppled and a portion of the workstation struck the back of the nurse. The nurse reportedly sustained a minor unspecified injury that required medical attention.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, however a local representative was able to visit the facility and examine the castor. The castor bolt was noted to be significantly corroded. Olympus was informed that hospital personnel had replaced the castors on this cart in (B)(6) 2011 for unknown reasons. The evaluation revealed that there was a failure of the castor mounting stud. Olympus keymed has concluded that the most probable cause of the reported event was due to the improper installation of the castor wheel, thereby creating a gap between the washer and the workstation base. The high load put on the castor thread likely resulted in the fracture. The user facility was provided a replacement trolley. This report is being submitted as a medical device report in an abundance of caution.